Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose has not dropped below 199 mg/dl for the last three hours and that he did make changes to his pump settings but has changed them back. The customer believes that there is a delivery anomaly. The customer could not complete delivery anomaly troubleshooting and stated that he would call back. The customer called back stating that he had changed his set and that he had received a failed battery test alarm. After troubleshooting, the failed battery test alarm was cleared. However, the delivery anomaly troubleshooting was still not completed. The pump will not be returning for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.